Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their front teeth are no longer touching, there is a small noticeable gap. This was not in the 3d diagram plan that was given to them before starting treatment. Requested additional information and video/photo from patient to further evaluate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.